Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at the ipg site the patient had weight fluctuations that resulted in discomfort at the ipg site and intermittent connection issues. Surgical intervention may be pending to address this issue.